Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown error message occurred. The sensor was inserted into the abdomen. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss due to potential patient misuse as the mobile device lost power. The reported event of an unknown error message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
B5: describe event or problem - correction h2: if follow-up, what type - correction h6: adverse event problem - correction.

Event description:
A supplemental report is needed for a correction to h6 code for type of investigation.